Event description:
The customer reported that prior to use, it was observed that the sterile package containing a lightwave suction ablator was not sealed properly, causing breach in sterility. The anomaly was immediately obvious to the user/surgical staff, which prompted the use of a back-up lightwave suction ablator to complete the procedure as intended. There was no patient involvement or surgical delay.

Manufacturer narrative:
Evaluation findings: one partially opened package was received for evaluation. Visual examination of the returned package confirmed the reported issue, and found the blister package was sealed, except on the one part that there is no adhesive transfer. As reported by the packaging engineer: this package exhibited one part of the flange seal area with no seal and the flange of the blister is deformed. The product packaged showed that a part of the cable was damaged, which indicated that the cable got in the way of the sealing area during the sealing process, creating a sterility breach. This lot of product was manufactured on august 20, 2012. Of the lot containing 400 units, there were no similar complaints received. An inventory review of this lot was performed, and there are no remaining units with this lot number in stock. In addition, a two year review of the device complaint history shows of the 34, 522 units shipped, there were no similar reports received. The reported failure appears to be isolated. An investigation was initiated to determine the root cause, and to address this issue. As with all medical devices, examination of the products occurs multiple times prior to use (shipping/receiving, distribution, storage and immediately prior to use). Additionally, good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.